Event description:
Event description boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an arrest that the device did not sense. The rhythm appeared to be agonal, and the device did not deliver therapy. Pacing occurred into the rhythm and the device did not seem to sense it. It was also reported that the device displayed a parameter interaction for atrial sensing. A boston scientific technical services consultant discussed that the device only paces in the atrium for 1% of the time, so it was not likely that the parameter setting for the atrial blanking affected detection of this rhythm. The clinician programmed sensitivity to most. It was also discussed that the rhythm was extremely fine vf, and that the patient's heart was really sick. The patient remains in the hospital.